Event description:
It was reported that the patient had received inappropriate defibrillation therapy, it was noted that the implantable cardiac defibrillator misread patient¿s cardiac rhythm. The device was explanted and replaced successfully due to normal early replacement indicator on (B)(6) 2013. The patient¿s condition post procedure was stable.